Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator has had symptoms of a urinary tract infection for the past month. The patient was taking antibiotics for their possible uti. The patient had been feeling muscle spasms in their vaginal area and noted that it burned when they voided. The patient noted having to void frequently. The patient did not want to turn off their stimulation due to concern of voiding. There were no additional patient complications.